Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones. Technical services (ts) indicated that the device was showing unexpected battery depletion. Ts recommended device replacement because of this anomaly. The device was replaced on (B)(6) 2020. No additional adverse patient effects were reported.